Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle flash meter. Upon further troubleshooting with adc customer service, it was identified that the unit of measurement setting could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.